Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the turbine was found defective and its replacement solved the issue. The defective part, device's logs and additional information have been requested for further investigation but has not yet been received. Contact person phone number: (B)(6).contact person e-mail address: (B)(6).

Event description:
It was reported that the ventilator had a turbine failure. There was no patient harm. Manufacturer's ref. #: (B)(4).